Event description:
It was reported that over time the patient began experiencing complex regional pain syndrome (crps) like symptoms along the extensions, implantable neurostimulator (ins), and lead implant site. Patient symptoms included a burning sensation and pain at the device pocket, lead extension connection location, extension location, and lead location. Diagnostic testing or troubleshooting performed included x-rays and reprograming. It was noted that the ins, leads, and extensions were explanted on (B)(6) 2014. The reporter noted that there was no alleged product issue. It was further reported that the patient was doing fine from the surgery. It was noted that the reprogramming, changing rate as well as electrode configuration, were not successful in relieving the crps like symptoms along the stimulation system. It was noted that the x-rays showed the leads were in the original location and gave the appropriate paresthesia coverage and feel.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type; lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014-, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).